Event description:
Reporter stated that patient was exhibiting symptoms of hypoglycemia ("goofy, non-cognizant"). Reporter indicated that patient's blood glucose was measured, using the suspect device, with a result of 18 mg/dl. Reporter treated patient by giving her toast with jelly. Thirty minutes later, patient was still exhibiting symptoms of hypoglycemia. Reporter retested patient, using the suspect device, and obtained back-to-back results of 130 mg/dland "hi" (> 600 mg/dl). Patient was immediately retested, using a home-health nurse's blood glucose monitor, with a result of 37 mg/dl. Reporter phoned emergency medical services and upon their arrival, 30 minutes later, patient's blood glucose measured 42 mg/dl, on paramedics' device. Reporter indicated that patient was treated with dextrose, by paramedics, and was transported to the hospital for additional treatment. At the time of the report, patient was still in the hospital. Reporter was unable to provide any details of patient's diagnosis or treatment. A level one quality control test was reportedly performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.